Event description:
This rv lead was implanted on (B)(6) 2016 and remains implanted as of this time. A call was placed to technical services on (B)(6) 2018 stating that the current ra lead had an insulation breach and pt experienced stimulation and a syncopal event lead was extracted and replaced. The following physician was dr. (B)(6) at (B)(6) hospital (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).